Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device lot number, device catalogue number and UDI is unknown, no product information has been provided to date.

Event description:
It was reported that there was a small cut which appeared to have been caused by over tightening of the trach tape. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
H6: health impact and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. One (1) picture was received for evaluation. Visual inspection of the picture shows part of the tracheostomy device with a cut. The complaint is confirmed. No product was returned for analysis. No other analysis was performed. No root cause can be determined from the pictures submitted. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.